Event description:
Persistent af pt underwent an ablation procedure using an rf ablation catheter, the hansen robotic system and the navx velocity systems. The physician's ablation strategy included ablation of the pvs and roofline. The procedure proceeded uneventfully. An atrial-esopheal fistula was identified in the post procedure period. The physician reported that the pt died with cause of death from the atrial-esophageal fistula.

Manufacturer narrative:
The IFU lists esophageal fistula as a potential adverse event for the device.